Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined.

Event description:
It was reported that the patient¿s blood glucose level reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that they were unsure if the needle had inserted correctly and that they were feeling sleepy and tired. The patient self-administered 5 units of insulin using an insulin pen and consulted a nurse who advised the patient to change the pod. Whilst reporting, it was also discovered the pink slide had not moved into the viewing window indicating a needle mechanism failure.

Manufacturer narrative:
The device has been returned/received and a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone13.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.